Manufacturer narrative:
Additional in d8, d9, h3, h6 the device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device "did not deliver meds". There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they couldn't duplicate customer stated problem. No infusion issues, after testing the unit several times. Unit affected by the syr/pca plastics recall 2020-dom replaced rear case. Calibrated and p.m.-ed unit. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 09jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device "did not deliver meds". There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device "did not deliver meds". There was no patient involvement.